Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The reported failure got very hot inside and melted the case from the inside was verified. Investigation is ongoing. Patient involvement information has been requested.

Event description:
The reporter stated the n85 capnograph oximeter got very hot inside and melted the case from the inside.